Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the distractor handle cannot be pushed together to allow it to function.